Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced multiple no external power alarms while on the mobile power unit (mpu). This occurred on (B)(6) 2020 from 09:03:09 to 09:03:40. This was caused by power to the mpu being briefly interrupted. The patient reported that the power cable from the mpu (yellow locked power cable) came out of mpu versus the power cord from the wall. The patient reported the cord could have been loose.

Manufacturer narrative:
Section b3: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 11 days (B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2020 at 9:03 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc values steadily decreased. The alarm resolved when power was restored to the system. No other notable events were observed. The mpu (serial number (B)(6) was not returned for analysis. Per additional information, the root cause of the loss of ac power observed within the log file was the mpu¿s cable becoming disconnected from the mpu. However, the patient was stated to have access to the v-lock cable. Heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was reported. The manufacturer is closing the file on this event.